Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.5mm x 40mm x 146cm coyote es mr balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 7 atmospheres for 3 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.